Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing. The physician suspected the rv lead was dislodged. The patient was asymptomatic. The rv lead was repositioned on (B)(6) 2021. The patient was stable throughout.

Event description:
Additional information received indicated that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited failure to sense and low impedance. The patient was brought into the clinic. Upon interrogation, the rv lead exhibited failure to capture and sense. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, oversensing noise, failure to capture, failure to sense and low pacing impedance. As received, a complete lead was returned in one piece. The reported events of oversensing noise, failure to capture, failure to sense and low pacing impedance were confirmed. Visual examination found multiple external insulation abrasion breaching the outer insulation at 25.2 ¿ 25.5 cm, 34.1 -34.2cm, and 35.3 ¿ 35.4 cm from the connector pin consistent with friction to the device can feature of patient anatomy. Suture tie impression was noted at 27.0 cm from the connector pin. The cause of oversensing noise, failure to capture, failure to sense and low pacing impedance was due to the exposure of the outer coil at the abraded location.